Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('foreign-body material was almost entirely removed, except for a tiny piece') in a female patient who had essure (batch no. A45118) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("device removal incomplete"). The patient was treated with surgery (essure partial removal). At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure. The reporter commented: various symptoms developed after the treatment. Lot number: a45118 manufacture date: 2012-08 expiration date: 2015-08 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 2-sep-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("foreign-body material was almost entirely removed, except for a tiny piece") in a female patient who had essure inserted (lot no. A45118). Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("device removal incomplete"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed in (B)(6) 2017. An unknown time later she experienced device breakage (seriousness criterion intervention required), abdominal pain ("severe (chronic) pain in the abdomen"), back pain ("chronic back pain"), arthralgia ("chronic hip pain"), headache ("chronic headache"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("those changes were often accompanied by abnormally heavy blood loss"), hypersensitivity ("allergic reactions") and premature menopause ("early menopause") and was found to have hormone level abnormal ("those changes were often accompanied by hormonal problems"). The patient was treated with surgery (essure partial removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, device breakage, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. The reporter commented: various symptoms developed after the treatment. Lot number: a45118 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 26-sep-2022: events abdominal pain, back pain , hip pain , headache, fatigue, memory loss, concentration problems , heavy menses , hormonal imbalance , allergic reaction & early menopause were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('foreign-body material was almost entirely removed, except for a tiny piece') in a female patient who had essure (batch no. A45118) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("device removal incomplete"). The patient was treated with surgery (essure partial removal). At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure. The reporter commented: various symptoms developed after the treatment. Lot number: a45118 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2021: previously reported event injured person was updated to foreign-body material was almost entirely removed, except for a tiny piece (case upgraded to serious incident). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.